Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the tripwire was stuck, and bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.